Event description:
No additional information was provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A e226 scope communication error occurs. In addition, the following reportable malfunctions were identified during the device evaluation: the auxiliary channel (j-tube) has foreign material inside. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the frequent errors is traced to component failure from corrosion on endoscope connector. As for the foreign material to remain in the auxiliary channel, a probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had connection errors. The issue was found during preparation for use and there were no reports of patient harm.